Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper function was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 samples were subjected to draw testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) blood collection tubes, the device experienced difficulty removing the stopper. The following information was provided by the initial reporter. The customer stated: it was reported that the stopper was left in the vacutainer when rn attempted to pull out the tube. A nurse was drawing a cbc. The lavender top stayed in the vacutainer when the rn attempted to pull the tube out of the vacutainer. I have the sample but it is very bloody and not sure if you want it